Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual evaluation revealed that the blue suture was cut, the suture system and the loop of the tightrope were damaged/frayed, and no visual issues were found with the button. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error of the device due to either excessive force used during suture passing or the device coming in contact with another device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6th august 2025, it was reported by an arthrex's employee via email that for 1 unit of ar-1588rt, acl tightrope® rt, when tightening the white suture, it broke. This was detected during a repair of anterior cruciate ligament injury of the knee joint surgery on (B)(6) 2025. The case was completed successfully by using another new ar-1588rt. There was no patient harm and no secondary procedure needed.